Event description:
It was reported that the customer notified that the piece of jp tubing from bulb drain appears to be separated from the drain tubing inside the patient and was retained for a month after drain removal.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "tensile requirements are not appropriate for the type of drain and/or procedure". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "· avoid suturing through drains. · drains should lie flat and in line with the skin exit areas. · particular care should be taken to avoid any obstacles to the drain exit path. · drains should be checked for free motion during closure to minimize the possibility of breakage. · drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. · surgical removal may be necessary if drain is difficult to remove or breaks". " corrections: h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer notified a piece of jp tubing from bulb drain appears to be separated from the drain tubing inside the patient and was retained for a month after drain removal.